Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the collar wash vacuum valve to resolve the issue. (B)(4).

Event description:
The customer reported the vacuum valve failed intermittently and the deionized water dripped in the drip tray on their unicel dxc 600 pro synchron clinical chemistry system. The leak was contained within the instrument. The operator wore gloves and a lab coat while troubleshooting. There was no personnel contact with the material. No erroneous results were generated.